Event description:
It was reported that the device dilated abruptly and a dissection occurred. It is unk if treatment was required; however, because of the date of the event, additional information is not available. In the absence of that information, it will be assumed that additional medical intervention was used to treat the injury.